Manufacturer narrative:
Batch review performed on 30 mar 2026. Lot 2532275: (B)(4) items manufactured and released on 09-jan-2026. Expiration date: 2030-jan-10. No anomalies found related to the problem. To date, (B)(4) items from the same lot have been sold, with no similar reported event during the review period. Lot 2526502: (B)(4) items manufactured and released on 26-nov-2025. Expiration date: 2030-nov-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery was performed 4 days after the primary procedure due to a discolored and rash-like incision site of unknown cause. The surgeon performed an irrigation and debridement (I&d) and revised the head and liner, replacing them with components of the same size. The surgery was successfully completed.